Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that for the past two weeks the pump battery gauge went from 40% battery life to 5%. The customers blood glucose level was not impacted. In addition, during the call with tandem technical support, it was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was not impacted. It was indicated that the customer would use manual injections as alternate insulin therapy.